Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 60 mg/dl. Before arriving to hospital, blood glucose was under 20 mg/dl. Customer was hospitalized due to hypoglycemia. Customer was treated at hospital and released. No further information provided. After troubleshooting insulin pump for low blood glucose, customer was advised to monitor insulin pump and blood glucose and call back should issues persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).